Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Reportedly the customer had blurred vision and did not feel well. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.